Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). A request for the device history review has been made. The investigation could not completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: locking compression plate (lcp) dt, which had been implanted approximately 4 years ago, was removed on (B)(6) 2012. At the removal, the doctor tried to remove the 3.5mm locking screws. However, 4 of the locking screws were jammed into the bone. So, the doctor used the carbide to remove them. As a result, the plate could be removed but 3 pieces of the locking screws were left in the tibial bone and 1 piece was left in the fibular bone. Doctor commented that there was no way to remove them. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device manufacture date was 02/12/2008. The manufacturing records were reviewed and no complaint related issues were found. (B)(6). Placeholder.